Manufacturer narrative:
The device was returned and evaluated. A review of the device history record (DHR) did not identify any anomalies or nonconformities that could be related to this event. The lot history, trend analysis, risk analysis and directions for use review were considered acceptable, with the product performing within anticipated rates. Based on the available information, the root cause of this event could not be conclusively determined.

Event description:
It was reported that approximately eight weeks after implantation of an intraocular lens (iol) into the left eye, the iol dislocated. Approximately sixteen weeks after initial implantation, the iol was removed and replaced with a different model iol. Patient outcome is good. Additional information was requested, but not received.